Manufacturer narrative:
(B)(4). Photo inspection - the failure mode "wire in tracheal tube exposed during use" was unable to be confirmed with the picture provided. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Failure mode "wire in tracheal tube exposed" was unable to be confirmed with the picture provided, corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation & determine root cause. Failure mode "wire in tracheal tube exposed during use" was unable to be confirmed with the picture provided. Customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The customer alleges that the doctor was using the device on a patient and found steel wire breakage inside the tracheal tube. The doctor changed out the device and used another without issue. Patient's condition is reported as good.